Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging unusual issue (10 out of 50 test strips are not working). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.